Manufacturer narrative:
Continuation of d10: product ID (unknown); product type: g2: citation: authors: morsi, r. Z., thind, s., chahine, a., zakaria, j., desai, h., kothari, s. A., shah, a. P., nathan, s., coleman, e., mendelson, s., siegler, j. E., prabhakaran, s., mansour, a., <(>&<)> kass-hout, t.. The use of pk papyrus covered coronary stent for carotid reconstruction: an initial institutional experience. Journal of neurointerventional surgery 16(12):1244-1249 2024. Doi:10.1136/jnis-2023-021226 earliest date of publication used for date of event no unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding: the use of pk papyrus covered coronary stent for carotid reconstruction: an initial institutional experience. The time frame of this study was: the study analyzed patients treated between july 2021 and august 2023. Multiple manufacturer¿s devices were used in the study population: devices from both biotronik and medtronic were used. The following medtronic devices were used: phenom 21 microcatheter and navien intracranial support catheter were used in an unknown number of procedures in the study. Ancillary treatments included pipeline flex embolization devices with shield technology and onyx liquid embolic system. No deaths occurred in the study population. Among patient adverse events included:      ¿ one patient experienced an access site complication, specifically a groin hematoma, necessitating surgical evaluation. This complication was said to probably be due to the patient¿s concurrent use of three different antithrombotic agents.      ¿ there was one case of a hemorrhagic conversion of stroke, classified as parenchymal hematoma type 2 according to the heidelberg bleeding classification. This was considered not symptomatic.      ¿ one patient with a carotid cavernous fistula (ccf)was initially treated with multiple pipeline shield devices and a combination of galaxy g3 microcoils. However, 1 month later, the patient developed recurrence of symptoms, and a follow-up angiogram revealed persistent ccf with early opacification of the left superior ophthalmic vein. Multiple attempts to resolve the problem using different techniques, including the onyx 18 liquid embolic system and a surpass evolve flow diverter, were unsuccessful, leading to continued venous congestion in the left orbit. Subsequently, a navien intracranial support catheter was introduced, and a pk papyrus covered stent was deployed. The deployment of these graft-covered stents resulted in complete termination of flow within the fistula, and persistent normal flow in the left ophthalmic artery. The patient was monitored clinically with no follow-up angiograms and continued to have improvement in visual symptoms at 7 months. No further information was provided pertaining to medtronic products.